Event description:
Further information received indicates that when the lead was extracted, another insulation breach was observed on the opposite side of the breach seen in fluoroscopy. This involved the other set of cable conductors, believed by the physician to be on the outer curvature of the bend in the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. An abrasion was noted between 7.5 cm to 8.5 cm from the lead tip and the sensing cables were exposed. Visual inspection revealed inside-out abrasion under the dislodged rv shock coil. This could cause the reported noise when the exposed sensing cable comes into contact with the rv shock coil. Although normal coil continuity was observed, lead impedance and hv integrity could not be measured due to the damage.

Event description:
It was reported that under fluoroscopy the conductor cables were visibly outside of the lead body. Noise was observed on a stored electrograms and resulted in an aborted shock. The lead was explanted.